Event description:
Procedure type: colon resection. According to the reporter: the staples did not close uniformly causing injury to the tissue. The surgeon had to over-sew the area and revise the anastomosis site. The repair added about an hour to the surgical procedure. According to the staff some staples put holes in the tissue, but did not close. No reinforcement material was used in conjunction with the stapling device. There was tissue loss reported due to this incident.

Manufacturer narrative:
(B)(4).